Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: the device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code unable to exclude device problem will be used.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was not holding a charge following a lead revision procedure MFR#:3006630150202600433. The patient underwent an ipg replacement procedure and was doing well with good coverage postoperatively.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was not holding a charge following a lead revision procedure MFR#:3006630150202600433. The patient underwent an ipg replacement procedure and was doing well with good coverage postoperatively.